Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) was pixelated. When he tried to reboot the cns, it went into a boot loop. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) was pixelated. When he tried to reboot the cns, it went into a boot loop. Technical support (ts) had him confirm that the device was connected to a kvm. After extensive troubleshooting, ts asked that he go to the closet to see if he could toggle between both displays. When he did, he found that the cables were not connected properly. He was able to get the cns back up and confirmed they could see data in the closet and on the floor. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display for the central nurse's station (cns) was pixelated. When he tried to reboot the cns, it went into a boot loop. Technical support (ts) had him confirm that the device was connected to a kvm. After extensive troubleshooting, ts asked that he go to the closet to see if he could toggle between both displays. When he did, he found that the cables were not connected properly. He was able to get the cns back up and confirmed they could see data in the closet and on the floor. No patient harm was reported. Investigation summary: the issue was found to be associated with the failure of a third-party device, as well as user error. Nk tech support guided the customer through a sequential shutdown and restart of the cns, receiver, and sender, which allowed the device to launch into the application. The display settings were verified to be correct. The kvm receiver was swapped with a spare, after which the cns booted into the application successfully. Improperly connected cables were then identified and corrected, restoring both displays on the floor. No patient harm was reported. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) was pixelated. When he tried to reboot the cns, it went into a boot loop. No patient harm was reported.